Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level and diabetic ketoacidosis (dka). At the time of the event, occlusions had terminating insulin deliveries. A supply change was performed to address the occlusions. While hospitalized, the customer was treated with an insulin drip and manual injections. Customer was released two days with the issue resolved and no permanent damage.